Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that upon interrogation of the pulse generator the message "data not read" appeared. Re-interrogation did not solve the problem. The device was explanted and replaced on (B)(6) 2013.